Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with insulin. Reportedly, the cartridge was filled with 300 units of insulin. Additionally, it was reported that apidra insulin was being used in the cartridge. The customer's blood glucose level was 232 mg/dl. On (B)(6) 2016, the customer called back and reported receiving an inaccurate fill estimate with the existing cartridge. Reportedly, the insulin gauge decreased from 40 units to 10 units very fast. The customer declined troubleshooting and stated a new cartridge would be loaded onto the pump.